Manufacturer narrative:
The presence of a charge time limit reached alert was confirmed and it was also confirmed that the alert was appropriate and the device is performing per specifications. The charge time was extended due to many charges occurring over a short period of time.

Event description:
During a clinic follow-up following interrogation, a long charge time resulting in a charge time out alert was observed on the device. Technical support was contacted and confirmed this was normal device behavior following numerous charges and not a device malfunction. Upon further investigation, inappropriate therapy was observed to have been delivered by the device due to atrial fibrillation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.